Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of unspecified primary sets overinfused; further described as "the infusion still pulls too much from primary, so infusions were lasting a bit longer than they should." This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.